Event description:
Caller alleged discrepant as follows: (inratio meter): date: 2009; 1st inr: 1.9; 2nd inr: 2.5.

Manufacturer narrative:
Inratio precision data provided by end-user lot (inratio meter): date: 2009; 1st-inr: 1.9; 2nd-inr: 2.5. Meter: mean: 2.2; sd: 0.4; %cv: 19.3. The 19.3 % cv is less than 20%. Inratio meter results passes the criteria for precision. Hence, no further testing is required at this time. Error code 411 is displayed when the impedance profile in the pt channel fails certain error tests imposed by the pt algorithm, as it attempts to locate an inflection point that is an indication of the prothrombin (pt) time. These checks are made to detect conditions that indicate a failure or some type of error such that a pt result is not displayed. As of date, the meter is not expected to return. Hence, no further investigation is required.